Event description:
A patient with an inflatable penile prosthesis (ipp) presented with pain and swelling in the scrotum. Pain medication was administered, and a drain was placed. Additionally, antibiotics were used prior to the revision surgery. During the procedure, a scrotal hematoma was identified without signs of infection; only edema was noted. Physician suspects that the hematoma resulted from injury during the implant surgery. The device was explanted and replaced with a tactra device. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of hematoma, pain and swelling/edema are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.